Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon detachment occurred. The target lesion was located in an unknown artery. During preparation, the dt/8-4/5.8t/75 ultra-thin diamond balloon dilation catheter protective sleeve was removed from the balloon and the balloon became detached at the same time. The procedure was completed with another ultra-thin diamond balloon dilation catheter. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).